Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's lead had migrated, causing ineffective therapy. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced, and an additional lead was placed at s1. Postoperatively, the patient has effective therapy.